Event description:
Related manufacturer reference number: (B)(4). It was reported, that the right atrial (ra) lead demonstrated reproducible noise and a very low impedance. The right ventricular (rv) lead also exhibited a low impedance. Visual inspection of the atrial lead showed evidence of a fracture. Both the leads were explanted and replaced with a competitor product. There were no adverse health consequences to the patient.